Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used in treatment was not returned for evaluation. Due to unavailability, evaluation was limited. Instruction for use (IFU) contains precautionary statements and recommendations for proper use of product. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. This may unintentionally occur during user¿s removal of product from its packaging. Factors that might affect device performance include: device ability, surgical ability, implant location and tissue condition. Per IFU: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated no similar allegation for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Risk management files contain the reported failure. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned with both t1 and t2 anchors attached to device. The needle does not appear to be bent. The suture is hanging from the lower side of the depth gauge tube indicating the tube has been removed and put back on. The depth limiter has been moved from manufacturer intended position. Suture appears discolored. A functional evaluation revealed upon first depression the device deployed both t1 and t2. The device reset to the t1 pre-deployment position. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found: ¿ read these instructions completely prior to use. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely¿ a review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate use implicating premature activation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during meniscus fixture procedure, the peeks did not come back resulting in a simultaneous deployment, the ts were successfully removed. No significant delay and it is unknown how the procedure was completed. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.